Event description:
Endoleak (type ii): on (B)(6) an evar was performed and successfully completed without any endoleaks. One week later, a follow-up CT revealed retention of contrast media in the aneurysm and it was determined to be endoleak type ii. Operation type: evar. Ancillary devices used: 28-l2-17-100u, 28-l2-13-140u. (Tc#bm220402373) . Patient outcome - "the patient's health damage was not serious. The patient has recovered and is under observation."